Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This is related to MDR #1828100-2013-00970 and MDR #1828100-2013-00971 (same unit, different dates).

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the following message appeared on the perfusion system's central control monitor (ccm) : "system computer needs service." The unit was turned off and when turned back on, the message disappeared. There were no reported adverse consequences to the patient.